Event description:
It was reported that centrimag and motor were placed with a pediatric patient, functioning correctly, with a flow of 650 to 3350 rpm. Without any alteration in the patient, the motor made an unusual noise. The chief nurse looks at the screen and it was on 000, did not show any information, alarms or errors. The centrimag was locked, the motor kept turning but the console was showing 0 in the display. They managed to take the patient out of extracorporeal membrane oxygenation (ECMO) and connect the patient to the backup system, while this happened. The patient was treated with medications and did not have any hemodynamic alteration. The event occurred while chief nurse, technologist, nursing assistant and perfusionist were with the patient.

Manufacturer narrative:
A1-a6: patient information not able to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console (serial number (B)(6) was returned for evaluation following the reported event of the motor making an unusual noise and the pump speed falling to 0 revolutions per minute (rpm). The cause of the event was isolated to an issue with the centrimag motor and has been addressed via the motor¿s investigation. The returned centrimag console was functionally tested at the service depot and was found to perform as intended. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was not correlated to an issue with the centrimag console. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.